Manufacturer narrative:
(B)(4). Premature sled movement the analysis found that one (B)(4) device was returned in good visual condition and with an (B)(4) partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device did not fire. The second device did fire, however, the device did not fully staple. It is thought by the surgeon that the second device punctured the bowel. It is unknown how the bowel was repaired. It is unknown how the case was completed and unknown if there were any patient consequences. On what tissue type were the devices used? At what location on the tissue? Bowel. Were the devices fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc) for both devices? Unknown. What color cartridge was being used in each device? The caller thinks it is blue. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized while firing the devices? Unknown. Were either instruments fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the devices from the tissue? Unknown.